Manufacturer narrative:
Correction: patient code (B)(4) applies and was included.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator keeps the patient's back really hot. They reported that the patient's urine comes out warm. When they lay on their left side, they had a lot of pain. The consumer reported that the patient was doing a lot of sweating. They were sweating before but had gotten worse since november. It was reported that they had to keep "upping it" and putting it down. The patient fell in (B)(6) 2016 and hadn't had the device checked. It was reported that the fall could be related to the issue. Relevant medical history includes non-malignant pain.